Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states increase in hemolysis at both our facilities since implementing the greiner tubes. It also seems to be specific to the green top lithium heparin tubes. The other tubes drawn at the same time are not hemolyzed yet the green top is.